Event description:
Consumer stated when he tried to use the product it bent and broke. This was his first time using this particular interdental. It bent first and then the brush head broke off, he doesn't remember how many times he used it before it broke. He doesn't have the broken one anymore, only the remaining pieces.